Manufacturer narrative:
Additional narrative - the surgeon opines that the only purpose of the reoperation was to re-achieve hemostasis and evacuate the blood. The patient did have multiple severe co-morbidities and was placed on blood thinners on the second post-operative day. The origin of bleeding was noted to be the inferior epigastric artery. Three weeks post-operative the patient expired. The official cause of death was a closure of the inferior mesenteric artery which caused a necrosis of the colon. The coroner´s report officially confirms in his autopsy report that the patient´s co-morbidities were the cause for the closure of the inferior mesenteric artery and that any correlation between the mesh and the re-operation can be / is excluded.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient underwent a laparoscopic reoperation and hemostasis procedure on (B)(6) 2013 due to bleeding at the trocar incision site. The bleeding was drained and the patient was stable. During the procedure, the surgeon saw big sheets of the mesh layer were hanging in the pneumoperitoneal cavity and were detached from the mesh. The bleeding from the trocar incision site left coagulated blood, which was mostly between the mesh and the peritoneum. The surgeon removed the big sheets of the layer of the mesh that was hanging and the device remained implanted. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).